Manufacturer narrative:
This report is submitted on december 12, 2019.

Event description:
Per the clinic, the patient experienced skin issues and an infection at the implant site. The patient was hospitalised, there was a skin revision and the infection was treated with antibiotics (oral and topical). The implant remains in-situ.